Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient´s insurance is claiming for compensation. Patient received knee-tep left side. Doi (B)(6) 2003 (tibia, femur, inlay). Upgrade to artificial patella on (B)(6) 2007. Revision because of unknown implant(s) because of "loosening" at unknown date. 01 june 2015 - received an update to the complaint description: patient´s insurance is claiming for compensation. Patient received knee-tep right side. Doi (B)(6) 2004 (tibia, femur, inlay). Upgrade to artificial patella on (B)(6) 2007. Revision of tibial tray and tibial insert on (B)(6) 2012 because of "loosening". (There has been an earlier knee-tep in 2003, but there is no hint that it was a depuy product that needed to be revised). Update rec'd 01 july2015 - the patient's medical records were received. Medical records were reviewed for MDR reportabiltiy. According to the medical records, the patient fell over their dog in (B)(6) of 2007 and began experiencing pain following the fall. At the time the patient also had mild patellar crepitus. The recommended treatment was an arthroscopy. The patient underwent an arthroscopic joint debridement with synovectomy on (B)(6) 2012. It was noted the patient had diffuse plastic arthritis with synovial irritation and a bakers cyst. Also noted, laterally there was a piece of broken off plastic. At this time the patient's insert is being reported. The complaint was updated on: 23/07/2015.

Manufacturer narrative:
This investigation remains closed, as the corrected information does not affect the outcome of the investigation.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device revealed scratching and pitting caused by a third body or a scratch on the counterface. The reported device loosening was not confirmed. Patient medical records indicate the patient is obese. It is known that obesity can increase loading on the effected extremity increasing the wear and can increase the possibility of earlier failure. It was reported by the patient that she fell over a dog and landed anteriorly and prior to that had been doing relatively good. It is not known to what extent, if any, this fall may have contributed to the patient problem reported. From a medical perspective, based on the information available to be reviewed, it is unlikely that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.